Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. However, the insulin pump was received with a corroded battery tube. The insulin pump was monitored and no blank display or low battery alarm was noted. The insulin pump passed the self test, reset error test, rewind, basic occlusion test, and displacement test. The insulin pump was received with a cracked case at the display window corners, a broken belt clip slot, broken battery tube threads and minor scratches on the display window.

Event description:
The customer's mother reported via telephone call that the insulin pump was shutting off by itself. The caller also reported that the customer was going through batteries frequently. The insulin pump was cracked near the battery compartment. No blood glucose reading was given. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.